Event description:
Pt was on heparin therapy. An initial response was observed with activated reagent, optimized, on the coagulation analyzer, subsequent monitoring of the pt over a period of 17 days indicates a return to normal clottingtimes. The physician changed the pt therapy in response to the laboratory results. The laboratory has verified during the period in question, all qc parameters were in control and other heparin pts results were within the expected range. No death or serious injury was reported with this event.